Manufacturer narrative:
Additional devices for this complaints: (B)(4) - 1650de - MFR. Date: 11/30/2015 - exp. Date: 11/30/2016, (B)(4) - 1650de - MFR. Date: 11/30/2015 - exp. Date: 11/30/2016, (B)(4) - 1650de - MFR. Date: 11/30/2015 - exp. Date: 11/30/2016, (B)(4) - 1650de - MFR. Date: 02/29/2015 - exp. Date: 02/29/2016. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller is a microprocessor unit that controls and manages the heartware system operation. It sends power and operating signals to the blood pump and collects information from the pump. The hvad controller requires two power sources for safe operation. The instructions for use (IFU) and patient manual explain the correct method of connecting to and disconnecting from the power sources and the controller to prevent damage to either the power source connections or the controller power ports. According to the IFU and patient manual, users are instructed to return any damaged components to heartware. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the vad coordinator that the patient recognized that the controller changed from one power port to the other one before batteries were down to 25% (>25%) with all the batteries. It was further noted that the power switching was reproducible. There were no pump stops reported. The controller was exchanged and well-tolerated by the patient. It was further noted that the controller received the smr upgrade.

Manufacturer narrative:
It was reported that the patient was experiencing power switching events. The controller ((B)(4)) and one battery ((B)(4)) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Analysis of the controller and batteries revealed that the devices met specifications; the units passed visual examination and functional testing. An attempt was made to replicate the issue by manipulating the battery's connection to the controller during the analysis of the unit. Results revealed that the electrical connection between the batteries and the controller was stable. Log file analysis revealed that the controller contained the smr software. The software upgrade contains a feature that records whether a power source experienced a communication error or a disconnection within each fifteen (15) minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving batteries ((B)(4)). The following batteries were involved in power switching events due to communication errors: (B)(4). The manufacturer has opened an internal investigation for intermittent disconnections identified on smr-loaded controllers. Three batteries, (B)(4) were not returned for evaluation. Review of the receiving inspection records confirmed that the associated devices met all requirements for release. Analysis could not be performed as the devices was not returned. The most likely root cause of the reported event can be attributed to momentary disconnections between the controller and batteries. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. (B)(4). Method: actual device evaluated; interoperability evaluation; visual inspection; analysis of data log(s). Result: interoperability problem. Conclusion: quality system deficiency. (B)(4). Method: actual device not evaluated; manufacturing review; analysis of data log(s). Result: no results available since no evaluation performed; interoperability problem. Conclusion: device not returned; quality system deficiency.

Manufacturer narrative:
Product event summary: one controller (B)(4) and two batteries (B)(4) were returned for evaluation. Two batteries (B)(4) were not returned. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Review of the manufacturing documentation of (B)(4) confirmed that the associated devices met all requirements for release. Failure analysis of the returned batteries revealed that the devices passed visual examination and functional testing. Failure analysis of the returned controller revealed that the controller passed functional testing; visual inspection revealed a loose power port 1 connector. An internal inspection did not reveal evidence of fluid ingress. This is an additional observation not related to the reported event. Based on an investigation conducted, the most likely root cause of the reported event can be attributed to inadequate thread lock, an inconsistent thread lock cure time and an inadequate torque application during the assembly process. Log file analysis revealed that the controller, (B)(4)., contained a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log file revealed several premature power switching events due to momentary disconnections involving (B)(4) and due to communication errors involving (B)(4). As a result, the reported event was confirmed. The most likely root cause of reported power switching event can be attributed to momentary disconnections and communication errors between the controller and batteries. Manufacturer investigated momentary disconnections. Additional device involved in event: d4. Serial - (B)(4). H6. Method code(s): 4112 conclusion code(s): 12, 4307 d4. Serial - (B)(4). H6. Method code(s): 4114, 4112 conclusion code(s): 12, 4307 d4. Serial - (B)(4). H6. Method code(s): 4114, 4112 conclusion code(s): 12 d4. Serial - (B)(4). H6. Method code(s): 4112 conclusion code(s): 12, 4307 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This report was identified following the conversion of complaint files from the legacy complaint handling system following integration and is being submitted to report analysis results. Additional device involved in event: brand name: heartware® ventricular assist system - battery, serial - (B)(4), device available for evaluation: yes - product returned 12/06/2017, device evaluated by manufacturer: yes, labeled for single use: no. Product event summary: the returned battery passed external visual inspection and functional testing. Investigation is ongoing. If information is provided in the future, a supplemental report will be issued.